Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, the torque limiter could not be removed from handle for torque limiter. It is unknown if when the issue occurred. Procedure nor patient involvement is unknown. This report is for a handle for torque limiter. This is report 1 of 1 for (B)(4).